Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, before firing during laparoscopic digestive tract surgery, the load locked. They replaced with another load to complete the case. There was no patient injury.